Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the touchscreen was found out of specification. Analysis also found the power bay assembly was broken.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported programmer could not be calibrated, could not be moved easily on the screen. The programmer is expected to be returned for service. There was no patient involvement.

Event description:
The programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.